Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Customer stated that reader melted this morning due to strong sunlight and noticed burning smell. Sat right next to the reader and did not notice the sunbeam. Burn marks were observed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. The power adapter voltage was measured to be within specification range. Power adapter passed testing. An extended investigation has been performed. Visual inspection was performed on the returned reader, burnt marks on the casing around the strip port and button were observed. Reader powered on with button press, test strip insertion and usb cable insertion. Reader self-test was performed and passed. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured using a digital multimeter which was within the specification range. The sleep off current was also measured within specification range. A thermal camera was used to monitor the reader's components charging and not charging and no hot spots were observed. The burn marks on the reader are consistent with the reader exposed to focused sunlight. All tests passed successfully and the reader was determined to be functioning normally. The cable and adapter passed testing. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device smelled, "smoky and of burnt plastic." Customer metioned their device came in contact with "strong sunlight" and further reports their device melted. There was no report of fire, smoke, explosion, or shock from their device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device smelled, "smoky and of burnt plastic." Customer metioned their device came in contact with "strong sunlight" and further reports their device melted. There was no report of fire, smoke, explosion, or shock from their device. There was no report of death, serious injury, or mistreatment associated with this event.